Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had neurological dysfunction. The patient's pupils were unequal on exam. A computed tomography confirmed intraparenchymal hemorrhages within right basal ganglia with right to left midline shift, partial effacement of right basal cisterns and suspicion for ventric parenchyma hemorrhages with the right frontal and right parietal lobes with mild associated vasogenic edema. Neurosurgery placed right frontal external ventricular drain for indication of hydrocephalus. Computed tomography angiography (cta) post procedure showed moderate increase of right basal ganglia hematoma with new extension into lateral ventricles. Increased mass effect with increased midline shift. New small left parietal subdural. It was reported that the patient had a large intracerebral brain hemorrhage (ich) that appeared to be at least a couple to several weeks old with massive ich and intraventricular hemorrhage (ivh) that was catastrophic and non-survivable. The computed tomography angiography (cta) did not demonstrate vascular etiology of infarct with arteries on right in anterior and posterior circulation that were occluded. The injury was life ending and even with the external ventricular drain (evd) in place that patient would progress to brain death. There was no surgical intervention that would provide benefits. It was reported that the patient passed away on (B)(6) 2021 due to hemorrhagic cerebrovascular accident (hcva).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event could not conclusively be established through this evaluation. Multiple requests for additional information regarding this event and the product to be returned were sent to the account; however, to date, no further information has been provided and the device has not been returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this document lists stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists neurological dysfunction as a potential late postimplant complication. Section 6, ¿patient care and management,¿ outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.